Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Litigation papers allege the following: just a few months after surgery, patient had serious pain. Patient felt a popping sensation several times during routine everyday activities. Patient suffered from persistent groin pain as well as a hip sprain that lasted several months. Even with hip injections, pain persisted and increased with time. MRI showed a large fluid collection in patient's hip. Patient diagnosed with metal hypersensitivity and was revised. Acetabular component was replaced with polyethylene liner on (B)(6) 2010. Records indicate that the patient was revised (B)(6) 2010 because of pain, hypersensitivity, and an anteverted cup. On (B)(6) 2010 the patient was revised again for pain, everything was removed and an antibiotic spacer was put in the patient to help relieve the pain and improve function. On (B)(6) 2011 the spacer was removed and the patient was re-implanted. Records are available for further review. Ppf alleges infection, metallosis, pseudotumor and metal wear. Doi: (B)(6) 2008; dor: (B)(6) 2010, (head, cup, liner and screws); dor: (B)(6) 2010, (stem) (right hip).